Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 147 mg/dl - patient's aviva meter and hi (over 600 mg/dl) - paramedic's meter. The patient had a result of 121 mg/dl about 1 hour and 5 minutes before paramedics were called. The patient did not take any treatment based on the result of 121 mg/dl. The patient experienced chest pains and her husband called for paramedics. She was treated with insulin and taken to the hospital where she was again treated with insulin. She was kept in the hospital for 6 days. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.